Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) did not catch the vessel wall and the device was removed entirely. Hemostasis was achieved with 20 minutes of manual pressure. There was no reported patient injury. The (vcd) was inserted through the sheath and the balloon was inflated prior to removal. Upon removal, the balloon was observed to be deflated and a wire was spiraled inside of the balloon. The operator had prepped and checked the balloon 3 times prior to deployment and no abnormalities were reported with the balloon. The mynx vcd was used in a diagnostic cerebral angiogram with a retrograde approach. The deployer was certified with over 500 mynx deployments. A 5fr non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography with an insertion angle of 30¿45 degrees, and the device was used in an arterial vessel. The vessel diameter was confirmed to be greater than or equal to 5 mm, with no tortuosity and no presence of peripheral vascular disease (pvd) or calcium at the puncture site. The mynx vcd was prepped according to the instructions for use (IFU), and there was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. One non-sterile 5f mynx control vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that both button 1 and button 2 were not depressed. The stopcock was open, with a cordis mynx syringe attached to the unit. A non-cordis 5f catheter sheath introducer (csi) was returned partially inserted on the device, covering the sealant and sealant sleeves. To assess the sealant and sealant sleeve conditions, the csi was manually pulled back to the sheath catch. The sealant was found to be partially exposed but still mounted on the delivery shaft. The sealant sleeves exhibited a frayed/split/torn condition. The balloon was deflated, the core wire was present, and the atraumatic tip showed no damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and found to be within the defined specification. The measurement was obtained using a calibrated ruler. However, a slit length dimensional analysis could not be performed due to the frayed/split/torn condition of the sealant sleeves. A functional balloon inflation/deflation test was conducted, and no issues related to the reported event were observed, as the balloon inflated and deflated as expected. A simulated deployment test was also performed to ensure functionality. The device operated as intended, deploying the sealant and retracting the balloon properly. After aligning the tension indicator by pulling distally, button 1 and button 2 were depressed sequentially in the instructed order. A high-magnification evaluation was conducted to assess the sealant, sealant sleeves, and balloon. This inspection confirmed the presence of partially exposed sealant and the frayed/split/torn condition of the sealant sleeves observed during visual analysis. The balloon was examined in both inflated and deflated states, and no anomalies were noted. Verification of sheath compatibility per the device IFU could not be completed. An attempt to perform compatibility testing using the returned csi was made; however, the test was unsuccessful, as the insertion and withdrawal of the sheath were impeded by the frayed/split/torn condition of the sealant sleeves. The presence of the core wire was confirmed during visual inspection. The reported events of balloon-balloon loss of pressure¿ and ¿balloon-damaged¿ were not observed through analysis of the returned device since the balloon passed functional analysis and held pressure with no anomalies noted. However, an additional condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the reported incidents and the observed conditions of the device could not be conclusively determined during analysis of the returned device. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the customer since there was no rupture noted with the returned device or anomalies noted to the balloon. However, prepping/handling factors are possible. Regarding the frayed/split/torn sleeves and the premature exposure of the sealant, procedural/handling factors also possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. However, as this condition was not reported by the customer and it was discovered after pulling the sheath back onto the sheath catch, it is unknown if this received condition was present during the procedure or if it occurred due to manipulations after the procedure. Although not intended as a mitigation, the IFU instructs, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ additionally, as warned in the IFU, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggests that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) did not catch the vessel wall and the device was removed entirely. Hemostasis was achieved with 20 minutes of manual pressure. There was no reported patient injury. The (vcd) was inserted through the sheath and the balloon was inflated prior to removal. Upon removal, the balloon was observed to be deflated and a wire was spiraled inside of the balloon. The operator had prepped and checked the balloon 3 times prior to deployment and no abnormalities were reported with the balloon. The mynx vcd was used in a diagnostic cerebral angiogram with a retrograde approach. The deployer was certified with over 500 mynx deployments. A 5fr non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography with an insertion angle of 30¿45 degrees, and the device was used in an arterial vessel. The vessel diameter was confirmed to be greater than or equal to 5 mm, with no tortuosity and no presence of pvd or calcium at the puncture site. The mynx vcd was prepped according to IFU instructions, and there was no prior pta, stent, or vascular graft in the common femoral artery or vein. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.